Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified wear abrasion, crease fold, brown particles inner the shell, and delamination of valve. A leak test and microscopic analysis was performed which identified delamination (>75% total separation) and crease sharp opening on posterior. Based on the device analysis the final assessment is a total delamination of the valve (cohesive failure), and an opening crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.